Event description:
It was reported that following an MRI, it took 48 hours for the pump to recover. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).